Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported. No adverse trend was detected concerning this failure mode. Taking into account that no further event occurred during the procedure, and considering that no part replacement was required, it cannot be ruled out that the most likely root cause of complained event was a temporary internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the cp5 on hlm powered off during case. Medical team powered it back on and worked again and were able to complete the case. There is no report of any patient injury.

Manufacturer narrative:
A1 to a5: patient information were not provided. H11: livanova deutschland manufactures the cp5. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device. A crack was found out at the base of centrifugal pump drive, however, during functional tests, no power cycle of the centrifugal pump occurred, thus reported condition was not reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.